Manufacturer narrative:
510k: this report is for an unknown hindfoot spiral blade/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: lee, b., fang, c., kunnasegaran, r., thevendran g.(2018), tibiotalocalcaneal arthrodesis with the hindfoot arthrodesis nail: a prospective consecutive series from a single institution. The journal of foot and ankle surgery. Volume 57, pages 23-30., singapore the aim of the present prospective investigation was to report the experience with a curved nail design and to investigate the outcomes observed in a consecutive series of patients who underwent tibiotalocalcaneal arthrodesis (ttca) with an intramedullary nail (im). Between april 2011 through march 2014 the study was conducted on 21 feet in 21 consecutive patients who underwent ttca one patient was lost to follow-up; therefore, 20 feet in 20 patients were available for postoperative evaluation. The 20 patients included eight males and twelve females with ages from 39-78 years. All patients were implanted with an unknown synthes expert hindfoot arthrodesis nail (han) im nail. In the 2 cases performed with the patient positioned supine, the reason was cardiorespiratory disease that precluded safe general anesthesia with the patient prone. Follow-up was from 13 to 49 months. Complications were reported as follows: three patients had deep wound infections necessitating multiple wound debridement and concomitant antimicrobial therapy. Of these three cases, 2 resolved uneventfully and 1 culminated in implant removal and below the-knee amputation on a diabetic patient. One patient had postoperative hematoma developed at the lateral malleolus and necessitated surgical evacuation and washout. This report is for an unknown hindfoot spiral blade this is report 2 of 3 for (B)(4). A copy of the literature article is being submitted with this medwatch.